Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that he customer experienced an elevated blood glucose (bg) level. The continuous glucose monitor read ¿high¿; however, a specific bg value was not provided. Suspected cause was due to the customer¿s settings requiring adjustments. Customer contacted the healthcare provider to obtain alternate insulin therapy. Customer updated their pump settings to address the event.